Event description:
During use of the device for a cardiopulmonary bypass procedure the user reported that the 6 inch roller pump, labeled sucker 1, was operating properly but the central control monitor displayed garbled information. The pump was used for the remainder of the procedure as the display had no effect on the suction application. The case was completed successfully and there were no adverse consequences to the patient as a result of this event. Follow-up with the user found that the system 1 pump was being used as a sucker in revolution per minute mode, resulting in the pump and central control monitor displaying revolutions per minute and not a flow rate.